Event description:
The entire lead assembly was returned to manufacturer in three pieces. Analysis revealed a broken coil wire on the quadfilar coil of the e farthest (green) helical electrode (negative to the pulse generator). Visual inspection of the lead assembly revealed a kink in the area of the broken coil wire. Electrical testing confirmed a discontinuity in this area. No other discontinuities were identified during electrical testing of the lead assembly. Electron microscopy identified one end of the quadfilar coil break as fatigue fracture with flat spots and no pitting. Electron microscopy identified the mating end of the coil break as break being rubbed flat and smooth to the point that the fracture mechanism could not be determined. It is unknown if this break occurred while stimulation was present due to the absence of metal pitting on the broken coil wire surfaces. The condition of the remaining portion of the returned lead is consistent with that which typically exists following an explant procedure. No other obvious anomalies were noted. The broken coil wire was the cause of the high lead impedance condition.

Event description:
The patient underwent revision surgery, during which the lead was replaced. During the procedure, the surgeon noted that the original lead connector pin appeared to be seated adequately in the generator header. The original lead was disconnected from the generator and then reconnected, after which device is diagnostic testing outside the pocket was reportedly within normal limits. At this point, the neck incision was opened. The vagus nerve was back into the pocket yielded high lead impedance results. At this point, the neck incision was opened. The vagus nerve was noted to be extremely scarred. The electrodes, which were densely scarred to the vagus nerve, were removed. Scar tissue was cut away from the nerve which was reportedly left intact and preserved. The entire lead was explanted and a replacement lead was then implanted. Intraoperative device diagnostic testing of the replacement lead connected to the original generator was within normal limits, indicating proper device function. Attempts to obtain the explanted lead for the purpose of product analysis have been unsuccessful to date. Lead break is suspected; however, the scar tissue build-up in the area of the lead electrodes could have been a casual/contributing factor to the high lead impedance condition.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the patient had experienced a recent increase in seizure activity. Previously with the vns therapy, the patient experienced 1-3 seizures per month. For a two week time period before the office visit, the patient experienced 2 or more seizures per day (a return to pre-vns baseline frequency). Last acceptable device diagnostic testing was performed approximately 18 months prior. It was reported that the patient had not experienced any recent injury or trauma that may have damaged the vns therapy system and that the patient did not manipulate the device through the skin. Review of x-rays by manufacturer revealed that the lead electrodes appear to be implanted at the c-6/c-7 level with two tie downs noted. The strain relief bend and the strain relief loop appeared to be adequate. No obvious lead fractures were noted; however, some of the lead body was under the generator so the entirety of the lead could not be seen and as such, a lead fracture could not be ruled out. The lead connector pin was noted slightly past the generator connector block. Lead break is suspected. Revision surgery is planned.